Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure lens optic was cracked. Additional information received stating that, after implantation two cracks were noted on the optic. Subsequently the lens was removed during initial procedure and completed with another lens. In the surgeon¿s opinion cartridge contributed to the event. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.